Event description:
During ICD replacement due to normal eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were present. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead cut in two pieces at 12.7cm from the connector pin and 49.8cm from the distal tip was returned. The damage found was sustained during the surgical procedure. No externalized conductors were observed on the returned portion of the lead. Without the return of the entire lead a full analysis could not be performed.